Event description:
It is reported that the guide pin fractured off the impactor head. Surgery was delayed an additional 15 minutes while the surgeon went back in and retrieved the guide pin from the wound.

Manufacturer narrative:
Evaluation summary: guide pin is fractured off, guide pin was not returned. The device has an approximate field age of 4 years and has been used an unknown number of times during that period. The root cause of tip fracture was determined to be a material issue. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.